Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio at the central station. No patient harm was reported.